Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The clinician contacted product support and advises that this unit will not respond to the exit button on the touch screen calibration screen. The clinician reports that after a few calibrations that the unit passed and is now working fine. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The clinician reported that the touch screen is not responding. The customer reported that the unit was not in use on patient.